Manufacturer narrative:
Patient weight was requested, but not provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported the mobile power unit (mpu) was not working and no lights. He unplugged it and plugged it back in to another electrical outlet in the room but the unit was still not working. The plan was to have the unit returned for repair and to be placed back into continuum pool; still working on return of defective unit from patient

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The mpu ac/dc power supply unit was damaged and replaced. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description (of the mpu not powering up. The repaired mpu was tested and returned to the rental/loaner pool. No further information was provided. The manufacturer is closing the file on this event.